Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed physician from (B)(6) of a break in aseptic technique and peritonitis with culture positive for fungus in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was the break in aseptic technique. Starting (B)(6) 2011, the fungal peritonitis was treated with a 1 gram loading dose of vancomycin and reflin 1 gram once daily, which was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis, however remained hospitalized. It was not reported if the break in aseptic technique resolved. The reporter stated the peritonitis was not related to dianeal therapy. A causality statement was not provided for the break in aseptic technique.